Event description:
Implant didn't achieve osseointegration, primary stability was achieved, no thread tap used, diabetes mellitus, smoker, periodontal disease, immediate implantation. Tooth 32 was removed under general anesthesia on (B)(6) 2021. Immediate implant placement of region 32 with filling of gap with biooss and vestibular bone wall. Implant came out when gingiva former was exposed and screwed in.